Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient also reported a history of lupus and eczema that is contributing to the irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Outcome of the irritation is unknown.